Event description:
Customer reported blood glucose results of 119 mg/dl using advantage system 1,337 mg/dl within 10 minutes using advantage system 2. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Advantage system 1 not available for return, replacement was sent. A request was made for the return of advantage system 2, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 1. Please see medwatch for report on advantage system 2.